Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (does not recognize a therapy electrode connection) was investigated. Upon eval, the r781 resistor was open. The cause of the inability to recognize a therapy electrode connection is a lack of driven ground signal. The cause of the lack of driven ground signal is the open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us dist returned a monitor indicating that it was unable to recognize a therapy electrode connection.